Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely he customer may have used a high energy endo therapy accessory, such as high frequency without securing enough distance from tip of the device, which led to this event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope's forceps elevator had a burn. There was no patient involvement.